Event description:
The customer stated the architect i2000sr analyzer generated error code 1007 (unable to process test, activated read failure) and error code 1006, (unable to process background read failure) after changing to reaction vessels (rv's) lot 65740p100. The customer's issue was resolved after changing to a new lot of rv's. There was no impact to patient management.

Event description:
It was reported to olsen medical from a distributor in (B)(4) that a burn to a pt(s) was involved with a device from olsen medical. There are no other details provided.

Event description:
Effusion in both knees [joint effusion]. Bilateral arthroscopy [arthroscopy]. Received bilateral synvisc injections all at once into the knees [device misuse]. Case description: spontaneous report received on 27-apr-2009 from a physician (orthopedic surgeon) via a company representative regarding a (B)(6) male patient, (B)(6), whose relevant medical history included oa (osteoarthritis) in both knees and shoulders. The patient received 3 injections of synvisc "classic" all at the same time in both knees on (B)(6) 2009. He also received "bilateral shoulder synvisc 2 ml". The patient went to the ER (emergency room) on (B)(6) 2009 with effusion in the right knee and "mild" effusion in the left knee. The knees were drained with "nothing found". The patient was then brought to the or (operating room) for a bilateral arthroscopy on (B)(6) 2009. No further information was provided. As of the date of receipt of this report, the patient outcome was unknown.

Manufacturer narrative:
(B)(4). The investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list # 3m74-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4): another identifier has been added to the suspect product. Upon further review, the customer issue is now associated with remedial action reporting number 1415939-2/27/09-003-r, as the lot of the suspect reaction vessel was in use at the customer facility. Evaluation: no method, results or conclusions can be made at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer reported being hospitalized for low blood glucose of 20mg/dl. It was stated that the paramedics brought the customer to the hospital and he does not recall anything leading to his hospitalization. Troubleshooting was performed. The settings, time, and date were correct. No further info was provided.